Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a total laparoscopic hysterectomy bilateral salpingectomy, transobturator tape sling procedure. The suturing device was being used and broke with one piece removed and one piece in the vaginal cuff.